Event description:
Feedback/testing results were provided to the customer indicating that the results of their polysomnograph were no duplicated by the manufacturer when testing a bench generator. However, later, the physician had responded indicating that the patient is unable to communicate with the doctors/caregivers. As a result it was not possible to perform the actions that were advised by the manufacturer. Since no additional tests can be performed, the following was advised: if there are plans to perform another sleep study in future, a magnet can be taped in place to see if the signal disappears during the hours of night-time setting. Changing the night-time stimulation frequency should move it to a different position on the spectrograph if it is due to pulsing. If daytime and nighttime frequencies are different then the shift should be obvious on the spectrograph. This will help rule out if the reported observation is related to the device. It would be useful to look under shorter time frames to see if the vns on/off duty cycle is present at the programmed settings. No other relevant information has been received to date.

Event description:
Later settings from the device were provided along with internal data from the generator. A subsequent internal quality analysis was provided on the event. No device anomalies were identified.

Event description:
Later testing was performed internally by the manufacturer. The generator's current settings were duplicated using a bench generator. The bench generator was monitored over night and did not produce any anomalies.

Event description:
It was reported that the patient was diagnosed with sleep apnea after they were implanted with vns. This was determined to be related to vns stimulation. It was stated that using day/night mode feature on the device improved the apnea for the patient. However, based on polysomnography results, it was revealed that the duration of the night time settings only occurred between 4:30am and 9:15am despite the fact the patient's day/night mode was programed to disable the patient's therapy from 11pm to 6am. The doctors were able to notice this due to the stimulation frequency of 25hz on the spect. Doctors believe that this artifact could correspond to the vns stimulation and day and night settings not operating as programmed. It was later discovered that the programmer's time was set to 6:04 a.m. Instead of 9:44 a.m. This new information can reasonably explain the timeframe discrepancy of this night time settings, but cannot explain the reduced duration of the night time settings. On the polysomnography, the difference was 5 hours and 40 minutes (night mode started at around 4:40 a.m. Instead of 11 p.m.). No other relevant information has been received to date.

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
Per the physician, another sleep study was conducted with the patient. A psg (polysomnogram) was performed. This test reproduced the issue regarding night mode. From the results, despite the device being programmed to night time mode settings from 10pm - 7am, the physician believes that the vns is completely stopped between 10pm and 1:30am then it resumes at a lower intensity between 1:30am and 7am. Finally, high intensities resume from 7am onwards. The physician references the frequency reading on the polysomnogram as evidence of this speculation. Additional tablet data was provided for review. No functional anomalies were identified with the generator. No other relevant information has been received to date.